Event description:
Complaint by staff regarding low power output. Evaluation of the lite pipe, found chipping of the fiber where the lite pipe attached to the top of the unit. Further evaluation finds that there is a rippling of the surface of the fiber. This rippling along with the chipping that is causing the power drop. This is the second fiber having these characteristics but only the first one reported. It is my opinion that the heat produced by the lamp is causing the degradation of the lite pipe, reducing power output and ultimately loss of power output of the unit. There are no areas that rub against the fiber to cause the chipping and the rippling of the fiber end seems to be heat induced. Manufacturer response (as per reporter) for phototherapy units, visible light, hyperbilirubinemia, giraffe spot pt liteinitial call has been escalated, awaiting response so that product can be sent in for evaluation.